Event description:
Placed an 18 gauge IV catheter into the patient's left cephalic. Insertion went smoothly and the catheter was fully advanced. Pushed the white button and retracted the safety needle. At that time realized that the green hub of the catheter was not attached to the clear catheter that was in the patient's body. I quickly applied pressure above the site and grabbed the little silver edge of the catheter and removed the remainder of the catheter.